Manufacturer narrative:
Insulin pump powered up properly after battery insertion. Insulin pump was programmed and monitored for 2 days with no constant tone or display anomaly noted. All buttons functioned properly. No damage noted on keypad traces. The keypad connector at lcd was locked. Insulin pump had minor scratches on display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported he changed the batteries and now the insulin pump had a long beep and the screen will not come up. The key functions were stuck and not functioning. Customer's blood glucose was 120 mg/dl. Customer stated he reinserted the battery tone disappeared but the keypad was not responding. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.